Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer states that their sensors do not last its life expectancy. The patient's blood glucose level was at 210 mg/dl. The customer stated that they did not have time to trouble shoot but they will call back at a better time to do so. No further information was provided